Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. A review of the event history log did not identify associated alarms or programming errors that could have contributed to the reported problem. Functional flow rate accuracy testing was performed and the device met specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a flow error during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.